Manufacturer narrative:
Device not returned.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas sweep was adjusted to 2 l/min at (B)(4). After several seconds, the gas sweep dropped to 0 l/min. The user disconnected and checked gas lines then reconnected to gas blender and unit was working properly from that time forward. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.